Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack around the battery area. The customer experienced hyperglycemia with blood glucose value of 349 mg/dl. The customer also reported blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed the damage .troubleshooting for under delivery and blank display was declined by the customer. The customer will discontinue the use of the pump and it will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. The power graph created by adapt showed no anomalies. However error 11 offnopower was found on (B)(6) 2021 13:24:00.000. These errors are normal the electronic assemblies and motor assemblies were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, battery cap contact damaged, scratched case, cracked keypad overlay, cracked case battery tube, cracked battery tube threads, and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage was confirmed at battery compartment during analysis. Blank display not confirmed during analysis, pump powered on as normal. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.